Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station underwent a hard reboot and failed to boot up properly. An error message appeared stating unexpected data error, cannot open database, preventing access to the system. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 16011740 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 16011740 was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not booting up. A field service engineer (fse) contacted technical support specialist (tss) for assistance with database recovery after encountering a dsclientoltp database login failure. Tss confirmed the database was in suspect mode and identified multiple unexpected shutdown (kernel-power) events indicating improper system shutdowns or power loss. Using knowledge article, how-to ¿ recover / repair a corrupted dsclientoltp database. Tss backed up, repaired the corrupted database, and completed a full sync. Post-recovery, the station showed good communication status, application launched successfully, and the database size reduced to normal levels. User login was verified, and the station was confirmed operational. Fse later replaced the battery to address the underlying power-related issue and tested functionality. The system functioned as intended after the field service engineer repaired and technical support specialist troubleshot the device.